Manufacturer narrative:
H4: device manufactured between december 18, 2019 to december 22, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was not performed on the actual complaint sample since the reported issue can be detected visually. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a vial-mate adapter, "a piece of the rubber top" went inside of a vial. This was identified during preparation. There was no patient involvement. No additional information is available.